Manufacturer narrative:
The failure mode was confirmed at mckesson. A review of the device¿s serial number history did not identify any similar complaints. The probable cause was determined to be a calibration issue. The hex file was installed, and the pump was recalibrated. The 30 psi calibration value was adjusted from 231 to 211, and the 8 psi calibration value was adjusted from 344 to 320. Following these actions, the pump successfully passed all required testing. CAPA-15 was initiated to investigate the root cause for this failure mode. The occlusion failure was identified during servicing performed by a third-party service provider. Reference to complaint # (B)(4).

Event description:
Intuvie received a report from mckesson indicating that the device failed the occlusion tests and required a hex file installation. No patient involvement was reported.